Manufacturer narrative:
Since the initial report dated 08-feb-2019, the manufacturer has completed a review of the device history records and found that final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history records for the associated serial number. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. All injuries in risk documentation for vaserlipo could result in pain for patient. The product was not returned for evaluation and additional event information - including insight into the treatment itself - was not provided by the physician despite multiple follow-up attempts. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
Additional information has been requested but has not been received. The complaint device was not returned for evaluation. A review of the device history records is in progress. The complaint investigation is ongoing.

Event description:
Physician performed procedure on (B)(6) 2018 wherein (B)(6)-year-old female patient underwent liposuction of the abdomen, lateral chest wall and back. Physician reports that post-surgery the patient is having ¿significant pain¿ and is ¿unhappy with the increase in loose skin that she has currently¿. Additional information has been requested but has not been received.